Event description:
It was reported that after the implantation of an intraocular lens (iol) into the left eye, a bent haptic was noticed. The incision was enlarged for the removal of the iol, a back up lens was implanted, and the wound was closed with nylon sutures. Outcome of the patient is good.

Manufacturer narrative:
Although requested the device was not returned for evaluation.. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on available information, the root cause of this event could not be determined.; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.